Manufacturer narrative:
During preventative maintenance (pm) on 2/12/2020, the autopulse platform (sn: (b(4) failed initial functional testing due to user advisory (ua) 02 (compression tracking error). The root cause for the observed ua02 was due to the defective load cells, as a result of damage sustained by user mishandling. The defective load cells were replaced to remedy the issue. In addition to the observed ua02, it was noted that the clutch plate was sticky. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2012 and is almost 8 years old and has exceeded its expected service life of 5 years. Upon visual inspection, it was observed that the head restraint wire was severely damaged, almost breaking off. In addition, large cracks and breakage were noted on the top cover, front enclosure, and bottom enclosure. Also, the battery lock was observed broken. The root cause for the observed physical damages could be due to user mishandling. All the damaged/ broken parts were replaced to address the issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During preventative maintenance (pm), the autopulse platform (sn: (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error).